Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device contained foreign matter on the device syringe fluid path component was identified. The event has been translated to english. The customer stated. "When opening the package, it found that there was black fm in the abg."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-05-10. Investigation summary bd received one (1) sample and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The physical sample was evaluated by visual examination and the foreign matter was determined to be a dead insect. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. The manufacturing site utilizes pest bait boxes, electronic fly killers, and is visited by a field biologist twice a year to help prevent pests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device contained foreign matter on the device syringe fluid path component was identified. The event has been translated to english. The customer stated. "When opening the package, it found that there was black fm in the abg."